Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a medical surrogate requested guidance on adjusting continuous glucose monitoring targets or reducing insulin delivery overnight due to the patient experiencing recurrent mild hypoglycemia between 1¿3 am, and customer care provided education on the available nighttime cgm target track and advised the caller to coordinate with the patient¿s field clinical team. Symptoms included hypoglycemia. Outcomes included no injury, no hospitalization, and blood glucose reported as normal at the time of the call. Investigation included troubleshooting and education regarding device use and settings. Investigation of this case revealed no device malfunction and no component issue, and the event was consistent with cause unclear hypoglycemia managed through user education regarding therapy parameters. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.